Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge to set energy. Complainant indicates that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.